Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with case cracked behind the pump at the corner of the belt clip rails and serial number label faded.

Event description:
It was reported that insulin pump had crack and has moisture damage. The blood glucose at the time of the incident was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.